Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, an "image frame rates are below recommended levels. Please reconnect the cable between imaging system and mobile view station (mvs)" error message was displayed on the imaging system. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.